Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 22.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 4.00mmx20mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the shaft was separated about 20cm from the proximal end of the hub. The physician removed the distal portion of the device as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 4.00mmx20mm nc emerge® balloon catheter was advanced for dilatation. However, during procedure, the shaft was separated about 20cm from the proximal end of the hub. The physician removed the distal portion of the device as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.